Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se with a 5fr sheath after a diagnostic procedure. Reportedly, some resistance was felt during the last few millimeters of sheath splitting. The clip was deployed and the device was removed from the tissue tract. The starclose se clip was caught and visibly partially deployed on the end of the sheath. The locator wings retracted as intended. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported clip capture on the distal end of the device and resistance to thumb advancer deployment was confirmed based on observations of the returned device. The probable cause for the reported event was determined to be related to the operational context during use. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.